Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported seeing settings not available displaying on the controller for groups a and c. Pt stated they do not encounter the issue on group b. Pt was unclear which group began having issues first, but stated the first group had issues 6-7 weeks then issues with the other about 2 weeks ago. Pt stated no falls or trauma. The patient was redirected to their healthcare provider to further address the issue. No symptoms/patient complications reported. On (B)(6) 2021, additional information was received from the patient. The patient reported that the circumstances that led to the oor message included that they had started walking and traveling more and doing more yard work. They had not yet met with manufacturer representative (rep) and meeting was scheduled for (B)(6) 2021. On (B)(6)2021, patient reported they met with rep and found that 6 out of 8 electrodes on right/ side of wire were not operational. Reprogrammed channels not operating using bad electrodes to the ones still working to provide relief required and can now use all of three channels/ programs available. On (B)(6) 2024, additional information was received from the manufacturer representative (rep) clarifying that they guessed the report of electrodes not being operational meant there were higher impedances causing the oor so they would program on a different contact so the patient would get effective therapy. The cause of the issue was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.